Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited a low shock impedance measurement of 34 ohms and a low out of range shock impedance measurement of 19 ohms. Subsequent measurements were within normal limits in the 50 to 80 ohms range. Technical services (ts) discussed potential causes and troubleshooting options or the option to continue monitoring if measurements remain stable. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited a low shock impedance measurement of 34 ohms and a low out of range shock impedance measurement of 19 ohms. Subsequent measurements were within normal limits in the 50 to 80 ohms range. Technical services (ts) discussed potential causes and troubleshooting options or the option to continue monitoring if measurements remain stable. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited a low shock impedance measurement of 34 ohms and a low out of range shock impedance measurement of 19 ohms. Subsequent measurements were within normal limits in the 50 to 80 ohms range. Technical services (ts) discussed potential causes and troubleshooting options or the option to continue monitoring if measurements remain stable. No adverse patient effects were reported. This product remains in service. It was reported that this device was later explanted and replaced as part of a routine device replacement for reported normal battery depletion. No adverse patient effects were reported. At this time, the product has not been returned. The product has been received for analysis.